Event description:
A (B)(6) hospital stated that a mayfield modified skull clamp slipped on a pt. It is unk if there was pt injury or a delay in the procedure as a result of this incident. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.